Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing and a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor and oxygen blending module board were replaced to address the issues. The device's flow sensor was not replaced, only the oxygen blending module board was replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and flow sensor were replaced to address the issue.